Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument is used consistent in cases and two customers have experienced issues with the instrument. When the joint pops out, it makes it challenging for the bedside staff to get the instrument out of the trocar. It was unknown if fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: all force bipolar instruments had the same issue as described. A review of the provided image was performed by an isi mechanical engineer. The following additional information was provided: it may not be clear from the photo but these grips are significantly bent. Someone applied a very high load to the grip tips and bent them. It is difficult to explain, but when the grips are bent it allows the pulley mechanism to rotate too far and it can become stuck closed. The probable root cause of the severely bent grips (based on the image review) is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Isi received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, which did not replicate or confirm the customer-reported event. There was no physical damage. There was no problem detected.

Event description:
Refer to h11 for follow-up information.